Event description:
It was reported that the lens vaulted "z-syndrome" approximately 6 weeks post implant. A lens reposition was attempted on (B)(6) 2015, but the doctor was unable to rotate the iol and capsular tension ring (ctr) was placed. The patient was referred to another doctor. This event refer's to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7369506) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.